Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore had connection issues the patient, diagnosed with nrds and premature infant disease, was administered a needle-free closed infusion connector with a diaphragm valve manufactured by bd medical devices (shanghai) co., ltd. On (B)(6) 2025. At 9:00 am that day, during routine long-term treatment, the temporary fluid connector was removed, revealing a malfunction where one side of the diaphragm valve was indented and failed to rebound. Upon learning of this, the nurse took corrective measures, including replacing the diaphragm valve.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batches.

Event description:
No additional information.